Manufacturer narrative:
The ferritin reagent lot expiration date was 30-jun-2023. The tsh reagent lot expiration date was 31-oct-2023. The ft4 iii reagent lot expiration date was 31-may-2023. Ferritin: calibration was last performed on 01-sep-2022 and was acceptable. Tsh and ft4 iii: calibration was last performed on 23-oct-2022 and was acceptable. Qc was acceptable for all affected assays. "Sample clot detection", "sample foam detection" and "abnormal aspiration" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. Based on the information provided, the cause of the event could not be determined. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys ferritin, elecsys tsh, and elecsys ft4 iii on a cobas e 801 module. Patient 1 initial ferritin result was 18.7 ng/ml. The repeat result from a different instrument was 885.00 ng/ml. This result was believed to be correct. Patient 1 initial tsh result was 0.0388 uiu/ml. The repeat was 6.71 uiu/ml. The repeat result from a different instrument was 7.25 uiu/ml. This result was believed to be correct. On (B)(6) 2022 patient 2 initial ft4 iii result was 0.0511 ng/dl. The repeat result was 1.13 ng/dl. This result was believed to be correct. The questionable results were reported outside of the laboratory. The ferritin reagent lot was 602731. The expiration date was requested but not provided. The tsh reagent lot was 639169. The expiration date was requested but not provided. The ft4 iii reagent lot was 630888. The expiration date was requested but not provided.